Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced issues with the pump head module. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Correction: upon further investigation, it was determined that the customer reported "power supply fan is not working." This condition does not have the potential to cause death or serious injury.